Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 17-may-2024, it was reported by the patient that two infusions set fell off within one day of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.